Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a lumbar fixation from l4-s1. At an unknown time post-op, the patient presented with pain. X-rays show that screws in the sacral area were broken. A revision surgery was done to remove and replace the broken screws. Patient was last listed as stable and pain free.